Event description:
A customer contacted baxter's technical service center reporting that somewhere during therapy the home patient (hp) became disconnected and the patient line was on the floor while using the homechoice (hc). The registered nurse (rn) needed ending therapy assistance. The rn stated that the hp was in dwell 2. The technical service representative (tsr) advised the rn to start over with new supplies. Product surveillance contacted the rn on (B)(6) 2011 regarding the connection issue. The rn stated the hp was in the hospital for heart related issues. The rn stated the hp resumed therapy on the cycler with the new supplies. There was patient involvement. No patient injury or medical intervention was reported for the reported issue.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.